Event description:
It was reported that during procedure, the coating on the guidewire was rubbed off and the physician found coating substances floating in the tray. No pt injury reported.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it was discarded.